Event description:
It was reported that during a laparoscopic-assisted vaginal hysterectomy, upon closing the stapler, the front and back staples held, but the middle of the device did not hold. The staples fell out upon release of the handle. A like device was used to complete the case. There was no patient consequence.